Event description:
Medtronic ICD device failed to pace out incident. Defib - failed to fire and restart. Subject ((B)(6)) expired on (B)(6) 2018 due to possible failure of ICD device not charging to fire defibrillator to restart heart rhythm. Malfunctioned by firing till battery depleted or failed to fire.